Event description:
Patient receiving endotrachial bronchoscopy. Prior to procedure, respiratory therapist checked device for ability to retract. Cytology needle would not retract. Another needle was obtained and checked; needle would retract. Procedure proceeded; after specimen was collected, needle would not retract. No injury to patient. Manufacturer response for system, x-ray, tomography, computed, always-on tip tracked 21ga anso cytology needle, 12mm l, 1.8mm od (per site reporter). The two needles were provided to the rep for the company.